Manufacturer narrative:
No device is expected to be returned for evaluation. The device history record was reviewed and no exception documents were found. The complaint device was reviewed and one similar complaint for this lot number was found. Because the unit was not returned, the root cause could not be determined. If the device is returned in the future this investigation will be reopened and follow up submitted. A supplier corrective action has been requested from the manufacturer.

Event description:
The user reported that the pressure infusion bag is losing pressure during the initial use. The leak was discovered before the procedure began. No harm or injury to the patient was reported.